Manufacturer narrative:
Product ID 4524-45 lead implanted: (B)(6) 1997.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had low impedance and had caused a switch to unipolar pacing. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.